Event description:
Covidien received a report of a n-560 that had no audio. The mother of the patient noticed that the pulse tone had stopped sounding, and the mother contacted the supplier. The unit was immediately replaced by the supplier. No further pt incident reported.

Manufacturer narrative:
Covidien investigation has verified the reported problem of no audio and is continuing the investigation.